Event description:
Pt underwent surgery in 2002 to correct stenosis at l4-l5. Pt was implanted with silhouette pedicle screw stabilization system at l4-l5 consisting for pedicle screws, four locking nuts and two rods. Pt was having an unremarkable recovery when was in an accident. A number of months later the pt began having back and leg pain and went to the surgeon. It was observed that the l-5 pedicle screw on the right was broken during an exam in 2003. Surgery was performed in 2004 to replaced the broken pedicle screw, within the stabilization construct. This included a larger pedicle screw and implantation of two 9x9x20mm brantigan innerbody fusion devices. Preoperative diagnosis states that the pt had achieved lumbar fusion prior to 2004 surgery.